Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 175 mg/dl.